Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they saw an error message today on their ptm (personal therapy manager) when requesting a bolus, but they did not recall what the message stated or a code. The patient also stated that it had been taking longer to request a bolus, and it would get stuck at 90%. The agent walked the patient through clearing data after which the patient was able to connect to the pump much faster.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they were having issues with the personal therapy manager (ptm) connecting to the pump since two weeks ago. The patient stated they were getting a message to restart the application, and it took a long time to connect to the pump. The patient mentioned that the ptm got stuck at 90 percent and sometimes they got a code 55 but they were not sure what the code was. The agent assisted the patient with clearing the data on the handset. After clearing the data, the devices connected to pump very fast. The patient service reviewed device functions. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that they had been having issues with their myptm device for quite some time, for a few months. The patient mentioned that it was taking a long time to connect to their pump and they had to keep restarting the application. Patient services walked the patient through clearing the data. Troubleshooting steps that were taken on the call resolved the issue. The patient had 6 boluses per day.